Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, failed battery and prime anomaly. The customer¿s blood glucose level was unknown. The customer reported that they had failed battery tests, rejecting new batteries and buttons were sticking which caused to mis enter information. It was reported that they had to press button more than once before it takes action and insulin pump squirting insulin while priming. It was reported that the rewind was slower. The insulin pump will not be returned for analysis.